Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si hysterectomy with pelvic lymphadenectomy for stage a squamous cell cancer of the cervix with adenopathy of the omentum on (B)(6) 2012. Intuitive surgical was provided with the operative report. Additional information provided includes follow up care reports from the hospital. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012 patient presented with abdominal pain and distension. On (B)(6) 2012, a CT scan with contrast of the patient's abdomen and pelvis revealed multiple pelvic fluid collections consistent with abscesses. The patient underwent CT guided drainage of a moderate-sized collection in the right paracolic space. A cystoscopy showed a right ureteral injury with leakage into the peritoneal cavity. A right ureter stent was placed. On (B)(6) 2012, the patient drainage of a pelvic abscess per the vagina and removal of a percutaneous. On (B)(6) 2013 a retrograde pyelogram revealed damage to the distal right ureter. On (B)(6) 2013 the patient underwent a right ureteroscopy and right stent change. On (B)(6) 2013 the patient underwent a ureteral reimplantation.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient experienced post-operative complications after undergoing a da vinci si surgical procedure.